Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that "I am in so much pain" and said the therapy is helping and the pain is in their left ribs. Pt says the scs therapy is for their back and legs "which is working perfect, but this rib pain is a new pain" and said they have had the pain since the implant. Pt went to their doctor today who ordered a CT scan which is for monday, but pt doesn't think they can wait and might go to the ER to get the CT scan. They said they were given pain medicine in the meantime. Pt was redirected to healthcare provider (hcp). Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Doctor moved the paddle more midline as pt was having left sided pain. The device revision resolved the issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.